Event description:
It is reported the device was implanted in 2004, to replace a competitor's hip stem which had split in two. Post-op the patient's femur and the hip stem had both split in two at about mid-shaft. The device was revised in 2006, and replaced with a long stem zmr and the femur was fixed with cerclage cables.

Manufacturer narrative:
Evaluation summary: patient age, weight, build, and activity level are unknown. Cause cannot be definitively determined. Device and x-rays were not returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification. It was reported the post had fractured off the articulating surface.